Manufacturer narrative:
Product analysis lot number # 252300304 was additionally confirmed on the device catheter label the catheter cable connector was examined: the catheter reference key shows evidence of wear, and the red ink was visible in some areas. All pins were visually inspected to be straight damage was noted along the heating coil/element. Microscopic examination revealed peeling/ bending/ burning of the fep layer of the heating element/coil at approx.: 6.2 cm from the distal tip of the device. Device did not undergo functional and continuity/resistance testing due to the damage seen to the heating element/coil. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis five images were provided for evaluation one image is of the serial number of the generator one image shows part of the label on the tray. Lot number 252300304 three images were provided showing the distal section of the catheter. In two of the images the catheter has a black mark and appears to be have melted medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during treatment of venous insufficiency using a closurefast catheter to treat the great saphenous vein at the saphenofemoral junction, the treatment was stopped after three standard 20-second cycles when the metallic thermoelement was observed to have completely melted and a catheter temperature thermocouple issue was reported, including a melted coil. Tumescent infiltration was utilized, local anesthesia was used, and compression was used. The lumen was flushed prior to use, and the instructions for use were reported to have been followed during preparation and the procedure; a guidewire was not used. Compression was used. The procedure was completed with another catheter, and no additional treatment was required. Treatment success was undetermined, and patient injury and any patient symptoms or complications were undetermined as the patient outcome was still being assessed. No healthcare staff were harmed.